Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: v243045, implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a manufacture representative (rep) that the patient had a fractured lead and needed a new lead placed. The he althcare professional (hcp) tried to remove the lead and was not able to completely remove the lead. The rep noted the patient had a fall at an unknown time. The rep stated an impedances test was run and all combination were over 4000 ohms. The rep noted that an x ray was used and the lead still broke. The rep noted the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor and the patient is implanted for urinary dysfunction/sacral nerve stimulation.